Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device, and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the front panel failure, or the main circuit board failure of the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the front panel of the subject device was flashed abnormally at the preparation for use of the laparoscopic surgery procedure. The procedure was completed with another device. At the incoming inspection for the repair, olympus (B)(4) checked the subject device, and could not duplicate the reported phenomenon, and the subject device could not be turned on. There was no report of patient injury associated with this event.